Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number of this complaint is unk. A ship history could not be performed as the upn number is unk. The most probable root cause is determined to be anticipated procedural complication.

Event description:
Same pt as 2134265-2008-02479. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A taxus express2 drug eluting stent, unk size, was implanted in the calcified, moderately tortuous, proximal right coronary artery (rca). Post implantation restenosis was confirmed at the curve of the proximal rca. The lesion was dilated, unk type and size balloon, and a non bsc stent was implanted. No pt injuries or complications were reported. Pt status post procedure is noted as good. Add'l info regarding this event is not available.